Event description:
The reporter did back to back blood glucose tests over a 3-day period. Results on 1st day were 102, 152, 124; 2nd day - 130, 153, 119 and 167 mg/dl; and 3rd day - 167, 136 and 142 mg/dl. Tests were done within 10 minutes, using one fingerstick. He did not have any symptoms. During follow-up, it was determined that the reporter was storing his test strips on top of his refrigerator (where it is quite warm). Reporter had used these test strips to do control solution tests on the old and new meter, and both meters got er2 message results.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8